Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited capture anomaly. On (B)(6) 2015, the lead was capped and replaced. The patient was in great condition.